Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 10:00am at the end-user's home. End-user stated she took her morning medications around 7:30am ate a breakfast of coffee, bacon, scrambled eggs. She said she started to feel as though her blood glucose was low. She tested with her prodigy meter and received a result s of 172mg/dl, she then tested again and got a result of 190mg/dl, a normal result for her is around 160-170mg/dl. About 30 minutes after testing with her prodigy meter she started to feel as though her mouth was numb and she was experiencing dizziness, so she called paramedics. She did not eat or take any medication while waiting for the paramedics to arrive. Paramedics arrived within 10-15 minutes and tested her blood glucose with their meter and received a result of 48mg/dl. Paramedics did not test her with her prodigy meter. Paramedics did not give her any sort of treatment. She was then transported to the hospital by the paramedics. End-user stated she does not recall what her blood glucose was upon arriving at the hospital. End-user stated she had a cat scan lung x-ray and EKG and all results were normal. She stated the hospital gave her glucose solution through IV. She stated she was admitted for 25 hours and then discharged with instructions to follow up with her primary doctor. Her primary doctor changed her novolog from 15 units to 8 units and her levemir from 26 units to 22 units. End-user was unable to provide a list of her medications other than her insulin. The end-user was treated at (B)(6) health system located at (B)(6). No additional details were provided.